Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient, who was a participant in the (B)(4) study, is deceased and died approximately seven months post implantable cardioverter defibrillator (ICD) implant. The cause of death is unknown. No autopsy was performed and the device will not be returned. No additional information is available.